Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip broke inside of the patient. Please note, all pieces were retrieved.

Manufacturer narrative:
Alleged failure: the metal part on the tip came off into the patient. It could be retrieved. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be rough handling during sterilization methods and/or during product transport. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the tip broke inside of the patient. Please note, all pieces were retrieved.